Event description:
It was reported that this pacemaker battery longevity depleted about year, in about 1 month. Another year and a half of battery longevity depleted after another 4 months had passed. Data analysis showed the battery appeared to be depleting more quickly than expected. This pacemaker was removed and replaced. No additional adverse patient effects were reported. The product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case and the source of the hydrogen was a liner component within the device.

Event description:
The product was returned and analysis was completed.